Event description:
Patient experienced vascular event at time of injection which led to necrosis at the injection site. Injection site was scar on cheek. Pt was treated with nitroglycerine ointment and intralesional kenalog. A subdermal graft is planned to fill the deeper indentation left after necrotic reaction had resolved.